Event description:
On (B) (6) 2010, the lay patient contacted lifescan (lfs) alleging a cal code issue with her one touch ultra2 meter. The medical surveillance specialist (mss) was able to classify the complaint based on the customer service representative (csr) documentation. The patient provided the following information: the patient's meter needed to be coded three days ago, on (B) (6) 2010, and she was unable to test. She continued to take her usual dose of metformin 1000 mg once a day. On (B) (6) 2010, she became shaky. She denied receiving treatment. The csr documented that the patient was walked through changing the meter code and the issue was resolved. The patient's product was replaced. This complaint is reported because the patient alleges a cal code issue with the lfs meter and claimed she could not test her blood glucose. She claims she became shaky 3 days after the product issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.